Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call customer received a button error alarm and was not able to clear due to the act and esc buttons not responding. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.